Manufacturer narrative:
Manufacturing site evaluation: the device was received without original packaging and without additional accessories. The device has an additional sticker at the front panel, labeled with "off on off". The device was checked on its function (at receipt, product was set to 110 v operating current; for testing, the 230 v operating current was set). All functional aspects were tested on their correct function and behavior (hf foot switch, jet foot switch, opening of tube clamp component, drip frequency, drip volume at cut and coag mode, follow-up time, lead time, on/offswitch). All tests were completed without any deviances or abnormalities. The product shows a correct and intended function. As there were no additional components returned with the device, it was not possible to perform test on the accessories. The reported issue of the "pulsating device" (referring to the flush/drip volume and drip frequency) could be reproduced during testing. However, this is an intended function of the device and mentioned in the instructions for use. The function of non-pulsating dripping (continuously dripping) is only given in combination with the jet foot switch, which permanently opens the valve at the device allowing the liquid to drip without intermittence. As no other accessory was available for testing and there has been no reported information that the jet foot switch was in use when the "pulsating" occurred, it seems to be likely that the function observed and complained is correct (IFU states this as "drip frequency") and the intended function of the device. The additional sticker on the front panel of the device is very likely a manually stuck label, put up by the end user as a help for operation. During testing of the received device, there was no trouble found. The device is working as intended. As there was no information that the reported issue of "pulsating device" had occurred during use of the jet foot switch, no failure could be confirmed after complete testing. No corrective/preventive action required.

Event description:
Pinch valve failed during surgery. Device pulsating. No patient injury, 20 minute surgical delay.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.